Event description:
Reporter indicated a vns therapy patient presented with high impedance on a system diagnostic test. The patient has not experienced any trauma that could have caused or contributed to the event. The patient reports experiencing painful stimulation. The patient has been referred to a surgeon for possible revision surgery. X-rays reviewed by the manufacturer, and the lead connector pin did not appear to be fully inserted into the generator connector block. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, pin does not appear fully inserted past the connector block. Device malfunction is suspected, but did not cause or contribute to a death or serious injury.